Event description:
It was reported that the patient experienced recurrent morning hypoglycemia, with the last episode occurring several days prior, and the patient confirmed that insulin delivery stops during lows; blood glucose questionnaires were completed and education was provided, including a recommendation to consult their physician. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no alerts or alarms reported. Investigation included troubleshooting with the patient and review of device behavior during low glucose. Investigation of this case revealed no device alarms and confirmed expected device behavior that suspends insulin during hypoglycemia, with the cause of the events remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.